Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The system controller was connected to the test equipment in the manufacturer's lab and began running as expected with no alarms active; however, the data log file was unable to be collected. The black and white power leads were independently disconnected and while the system was supported solely by the white power lead, a "low battery advisory" alarm became active that progressed to a "low battery hazard" with "motor stopped". The white power lead was stripped at the connector end revealing a broken inner conductor. This situation is being addressed through the manufacturer's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt's system controller was alarming with random "low voltage advisory" alarms while supported be either the power module or batteries. The system controller was exchanged with another system controller and no further problems were reported.